Event description:
It was reported that during implant, there was difficulty advancing the left ventricular lead over the guidewire. Another lead was implanted without incident. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) evaluation summary: full lead returned; no anomalies were found.